Manufacturer narrative:
The unit was evaluated at philips and the symptom was verified. The therapy switch was replaced which resolved the reported issue. We are considering this a malfunction of the therapy switch assembly.

Event description:
The customer reported getting a therapy knob failure.